Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Event problem and evaluation codes: updated. One warmer device was received for investigation. During visual inspection the device was observed to have a missing fan guard, cracked return tube and damaged elbow fitting. The reported issue was confirmed during further inspection when the line cord was observed to be detached. The investigation attributed the root cause of this condition to user interface. As no manufacturing cause was identified, no review of manufacturing device history records was conducted. A service history review confirmed this device has not been in for service previously. Replaced line cord. The warmer fan guard, return tube, o-rings and elbow fitting were also replaced, and preventative maintenance was performed.

Manufacturer narrative:
Date of event and UDI number are unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the devices power cord needed to be replaced. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.